Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling stimulation only in their ribs. They had fallen a few months prior to the report. Impedances were found to be normal and attempts to reprogram stimulation failed to resolve it. The patient was put under a c-arm, which showed both leads had migrated down half a segment and the lead to the right was pretty far lateral. The patient's stimulation was turned off and the patient was referred for revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported a lead revision will take place but it has not yet been scheduled. The stimulation was felt in the ribs after the fall they experienced around (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.